Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The most likely cause is patient factors.

Event description:
It was learned via the implant patient registry that an 11500a 27mm inspiris resilia pulmonic valve, implanted for nine (9) months, was explanted due to recurrent endocarditis (methicillin-sensitive staphylococcus aureus). Per medical records, the patient presented with fevers, nausea and lethargy. Cardiac workup showed vegetation on the valve and pacemaker leads within the right atrium. The patient was treated with antibiotics and was initially doing well. The patient underwent pvr using composite graft rv to pa conduit using a 27mm inspiris resilia valve within a 30mm gelweave dacron graft, removal of epicardial leads and generator. Intraoperatively it was observed that the anterior portion of the pulmonary valve had a small dehiscence with old vegetation, a pseudoaneurysm up against the chest wall on the left at the annulus site, and a layer of infected thrombus outside the pericardial patch. The main pulmonary artery was excised from all infected tissue. The 27mm inspiris valve was explanted and replaced with another 27mm inspiris resilia valve with a 30mm gelweave dacron conduit. Post bypass tee showed mild flow gradient through the unobstructed rvot and pulmonary valve complex. Due to patient's scar tissue and thick layer of fat overlying the entire heart, temporary pacing wires were placed, and a pacemaker was planned for a later date. The patient was taken to the ICU in a stable but guarded condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that an 11500a 27mm inspiris resilia pulmonic valve, implanted for nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 27mm inspiris resilia valve. Post op patient's status noted in recovery.